Event description:
Healthcare professional previously reported rupture and wrinkling, now is reporting no complaint against left side. Healthcare professional later reported "rupture" diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "severe wrinkling/rippling".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional previously reported rupture and wrinkling, now is reporting no complaint against left side. Healthcare professional later reported "rupture". Device has been explanted.